Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's programming system was having communication issues. An "unable to open port" message was received. The company representative replaced the physician's serial cable with his, and the communication issue resolved. The physician received a new serial cable, but he still experienced communication issues. The company representatives went to the site to troubleshoot again, and it was identified that the usb port on the tablet was loose. The company representative attached his serial cable and wand to the physician's tablet, but the serial cable would not stay attached to the tablet at the usb port. It was then determined that the original issue was most likely also due to the tablet usb port and not the serial cable. The tablet has not been received to date.

Event description:
The tablet was received on 07/28/2016. Analysis of the tablet was approved on 08/18/2016. It was identified that the usb port of the tablet was damaged, most likely due to mishandling. As a result, the tablet was unable to establish communication. No further anomalies were identified.